Event description:
In 2009, it was reported to covidien that a pt had an issue with heparin. The attorney reports that the pt received heparin during dialysis treatment in 2007, and began to experience symptoms consistent with the adverse reactions associated with contaminated heparin.

Manufacturer narrative:
Submit date: 03/09/2009. An investigation is currently underway; upon completion, the results will be forwarded.